Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: wear abrasion, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior and delamination (<75% partial separation). Based on the device analysis the final assessment is an opening crease sharp anterior assessed as fold flaw opening a delamination partial of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.